Event description:
A customer reported that enophthalmos occurred when fax (fluid air exchange) mode was used during a procedure. Immediately air pressure value was raised up from 35 mmhg (millimeters of mercury) to 60 mmhg and the pt's eyeball was "expanded due to air flow". It was reported that the auto stopcock was "abnormal" but it was discarded. There was no pt harm. Add'l info has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year, this is the first complaint reported for this issue. This is the first complaint reported against the finish goods lot and the DHR (device history record) shows the product was released per specs. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause is unk; a sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. However, complaints of a similar nature have been received and the root cause in those cases is that the auto infusion valve (aiv) failed to open or had a high cracking pressure (pressure required to open the aiv to allow air passage). An internal investigation has been opened to address this issue. (B)(4).